Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6, h11. One 8.5f swartz braided introducer sheath was received for evaluation. Functional testing determined a leak was noted in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. A puncture was noted in the proximal seal. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damaged seals and subsequent leak remains unknown. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During an atrial fibrillation procedure, when the sheath was inserted into the right atrium and then advanced to the left atrium after septal puncture, there was resistance, and the sheath could not be advanced. At the same time, blood was leaking from hemostasis valve. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient. After it was removed and checked, the tip of the sheath was found to be kinked.